Manufacturer narrative:
The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation. The pil technician confirmed that the device diagnostic report was cleared but was able reproduce the backup alarm failure error code with the returned cpu pcba installed in a pil test device. The alarm occurred shortly after the pil technician pressed the power on button. The pil technician induced a hardware power fail condition with the pil test device. During the hardware power fail condition, the light emitting diode (led) on the bezel was flashing bright red as expected, however the secondary alarm did not provide an audible tone. The pil technician verified that the reason for the repeating backup alarm failed error code and the failure of the secondary alarm circuit was due to a faulty secondary alarm buzzer. The alarm buzzer had a 332-ohm resistance across its coil which verifies that alarm buzzer was shorted and faulty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the backup alarm was faulty. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device produced a backup alarm failure message. The rse informed the customer that this indicated a need to replace the central processing unit (cpu) printed circuit board assembly (pcba). Onsite service was planned, and the field service engineer (fse) went to the customer site and confirmed the issue. The cpu pcba was replaced and the fse reloaded the device software. The device was test run and ready for clinical use. The investigation concludes that no further action is required at this time.